Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the okay button did not work correctly. The customer also stated that the okay button did not make the click sound and it feels that it was not returning back to its position. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
The procode provided with initial report was incorrect. The correct information has been provided in this report. (B)(4).

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device passed self test and displacement test. (B)(4).